Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a chemical solution leaked from the connection between the cassette and the extension set. There was no patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection of the returned device found no damage or other defects. Functional testing found no discrepancies; the sample worked properly fully priming and connected without difficulty, liquid flow through the whole device without interruptions. The reported issue was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.